Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: trial lead. Product ID: 3057, lot# unknown, product type: trial lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported that the doctor thought the leads came loose. The patient had an appointment with the doctor on the day of the report to see what happened. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3057 product type screening device product ID 3057 product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient did not recall having any lead issue during their trial and reported that as far as they knew they were doing well. Patient reiterated they didn't recall having any issues with the trial. They had been implanted with permanent implant and things seemed to be going well. They had their follow-up appointment with their healthcare provider scheduled for the day of report.